Event description:
Procedure: lap gastric bypass. The instrument was fired across the stomach just distal to the eea anvil to make the gastric pouch. The stapler was removed from the stomach and bleeding (about 50cc) occurred immediately. The bleeding was contained quickly with 3 stitches of the endo-stitch. Then a staple line disruption was noted from mid to distal end of tissue with the tissue wide open. Also noted were completely rectangular staples at distal tip of transection. No gastric contents or other fluid leaked, only the initial bleeding occurred.